Manufacturer narrative:
The customer provided a photo of the device and there appeared to be internal leakage at the microclave. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer where it was reported the technologist set up the patient with an IV including the extension set. While flushing the line to ensure the IV was patent, the extension set was leaking. The tech changed the line prior to injection. There was patient involvement and no adverse event. Saline and fdg was used in this line (the radioactivity from the fdg has decayed to the point where it is safe to handle).